Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm and keypad anomaly. Customer advised that the buttons on the device are unresponsive and they are getting a battery alert. Troubleshooting for the keypad anomaly was performed. Customer was unable to clear the battery out limit alarm because of the keypad anomaly. Customer advised the weather is humid and that might have impacted the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and with severely scratched display window. Unable to confirm unexpected battery out limit due to keypad unresponsive. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and missing the end cap sticker noted.